Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the device is pending to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during port placement, the guide wire allegedly broke inside the patient. Allegedly, this resulted in a longer stay in anesthesia unit with additional x-ray imaging. The patient status is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: the device was not returned. The investigation is inconclusive for the alleged guidewire detachment as no objective evidence was provided for review. The root cause could not be determined based upon available information. It is unknown whether procedural factors contributed to the event. Based on the description of the reported event, possible contributing factors include damaged guide wire and insertion technique.

Event description:
It was reported that during port placement, the guide wire allegedly broke inside the patient. Allegedly, this resulted in a longer stay in anesthesia unit with additional x-ray imaging. The patient status is unknown.